Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that item blowing out during usage. The fluid will not come through the end of the tip. There was no patient involvement, no patient harm.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. As no lot number was provided, the product's history records could not be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.